Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance on the superior vena cava (svc) and rv defib coils. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.